Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak - discoloration was seen inside the device. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The customer's wife reported that her husband activated a new pod before going to bed. Throughout the night his bg levels were below 250mg/dl, but in the morning his levels began to rise. In response to an elevated bg of 223mg/dl, a correction bolus was administered. An hour later, however, his bg level had risen to 250mg/dl - another correction bolus was administered. Two hours later, his bg's continued to rise - a high reading of 272mg/dl was experienced. The pod was removed and replaced, and another correction bolus was administered. The pod will be returned for eval.